Event description:
Pt suffered mandible fracture approx (B) (6) 2008. The surgery took place shortly after. There was an infection and the revision surgery took place on (B) (6) 2008 with 2.3 mm, 14 hole plate and a 2.0 mm plate as "tension band". After 30 days, the surgeon explanted the 2.0 plate once fistulae emerged. After another 45 days, the 2.3 mm plate fractured. Surgeon explanted and implanted another 2.3 mm, 14 hole plate and iliac bone graft. This second plate also fractured and is still in the pt, awaiting further detail.

Manufacturer narrative:
Na